Event description:
The tech alleged that the left ob detect cable is damaged and bare wire is showing. No pt impact.

Manufacturer narrative:
The account found that the ob light is flashing. The account checked the power supply board and was getting ds8 on the reading. The account found the cause to be the left ob emitter detector cable was cut. The account replaced the left ob emitter detector cable to resolve the issue.